Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was chipped off. It was also reported that the where the reservoir put in and o ring inside top of reservoir was loose and no longer there. The customer's blood glucose level was 120 mg/dl at the time of incident. It also stated that the reservoir and infusion set does not show any signs of damage. It was also reported that the due to reservoir compartment was damaged reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with partially broken retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer.